Event description:
It was reported that during a ptca procedure on an instent restenosis of a saphenous vein graft, that the balloon catheter only partially inflated, and was then slow to deflate. It was re-prepped, but again only a partial inflation was observed. A 60cc syringe had to be used to deflate it, which took approximately three minutes. The patient remained hemodynamically stable. No other information was provided.